Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. No unexpected blank display noted during testing. Unit passed displacement test and self test. Unit received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, scratched case, missing serial number label, cracked case near belt clip rail corner, cracked case(battery tube), cracked case and cracked retainer. No moisture damage in battery tube or blank display noted. However, corroded electronic assembly noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the pump had fluid in the battery compartment and the pump has a blank display. The customer¿s blood glucose is 122 mg/dl. They said that the battery cap is not damaged. They tried inserting a new battery but the display did not return. The insulin pump will not be returning for analysis.